Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial # (B)(4), product type programmer, patient.

Event description:
A healthcare provider reported that the patient¿s implantable neurostimulator (ins) was removed because the ¿implant failed.¿ there were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device is unknown.

Event description:
Additional information was received from a healthcare professional indicating that the implant failed due to an elective replacement indicator (eri).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.